Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that as a result of the DHR review, there were no abnormality in manufacturing, concession, and variation.. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on march 15 , 2007. The legal manufacturer reported that the most probably cause for the reported event is the following: it is presumed that the image did not appear because unexpected stress was applied to the camera head due to user handling and the ccd unit failed. Similarly, it is presumed that the cable broke because unexpected stress was applied to the cable due to user handling.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint "the screen is just totally blank" due to a faulty charge-coupled device (ccd) unit. A cut was found on the cable which caused the unit to fail a water leak test. Estimations determined that the physical damage is due to mishandling. The instruction manual provides warning statements to prevent cable damage. Never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.